Manufacturer narrative:
(B)(4). Batch # u5ex35. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload present. Additionally, the reload was received with the right side fully fired, left side outer row unfired and the left two inner rows partially fired 2/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, the device was disassembled to verify the condition of the internal components and no anomalies were noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system.

Event description:
It was reported that during a robotic gastric sleeve on the third firing up at the fundus of the stomach the stapler misfired. The staples on deployed on the right side and none on the left side. The sled from the reload fell apart inside the patient. The pieces were found visually with the camera and removed. The procedure was completed with no patient consequences.